Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Insufficient product identification information was provided and thus a risk management review could not be conducted. The purpose of this randomized controlled study is to evaluate the differences in post-operative pain and snoring loudness following coblation uvulopalatoplasty with tonsillectomy to ktp laser-assisted uvulopalatoplasty without tonsillectomy. In this journal article it was reported that two patients were re-admitted and treated for post-operative bleeding, infection and pain. The evac 70 athro wand was used under microscopic vision in the procedures. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference case (B)(4). Article: belloso a, morar p, tahery j, saravanan k, nigam a, timms ms. Randomized-controlled study comparing post-operative pain between coblation palatoplasty and laser palatoplasty. Clin otolaryngol. 2006 apr;31(2):138-43. Doi: 10.1111/j.1749-4486.2006.01174.x. Pmid: 16620334.

Event description:
It was reported that on literature review ¿randomized-controlled study comparing post-operative pain between coblation palatoplasty and laser palatoplasty¿, after the procedure using the evac 70, two patients had post operative bleeding requiring re-admission with application of antibiotics and analgesia. No further information available.